Event description:
It was reported to boston scientific corporation that following an anterior pelvic floor repair procedure performed in 2009, using an uphold vaginal support system, the patient reported that she is having "significant buttock pain" and trouble sitting down. The physician prescribed the pain medication darvocet-n 100, and the patient is obtaining relief, so the physician does not plan to see her weekly. The physician is not planning surgical intervention unless the pain does not resolve in 4-6 weeks.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.